Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED does not pass self-test.

Manufacturer narrative:
(B)(4). Replacement battery resolved the issue.

Manufacturer narrative:
(B)(4).